Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus glass at the endoscope tip is shattered. This was noticed when connecting the endoscope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in order to perform the operation, we used a different endoscope and sent the defective one in for repair. The patient was not injured. We noticed this when connecting the endoscope to the video tower. It was not inserted into the patient. The customer provided a photo of the endoscope, and it can be seen that it has deep cracks on the lens.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.